Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller said they increased stim this morning because the patient was having leakage. The patient is feeling sharp stabbing pain in the vaginal area. Patient said the stabbing keeps getting worse. Patient said the jolting is so bad and it feels like it is getting stronger as the day goes on. Patient said they have been trying to turn stim down since shortly after increasing stim this morning but they are not able to communicate with the ins. Patient said they lost a lot of weight and the ins is probably out of the pocket. Patient said they can barely feel the ins in their body. Patient said they tried manipulating the position of the ins but it felt like it was tearing the patient's muscle. Patient said the last time they saw the managing hcp the hcp told the patient they lost so much weight that if reprogramming didn't help, they will have to replace the device. Patient said they were having connection issues a couple months ago and "a girl in the office" was able to get it to connect with the ins. Caller said they tried to connect with the ins, they tried having the patient change positions. Caller and patient were in the car at the time of the call and were not able to trouble shoot. Patient and caller will call back when they get home. Additional information was received from the patient on (B)(6) 2025. It was reported that the patient felt like their symptoms were worsening. When they adjusted the therapy, they turned it up too high. Patient could not get the communicator to connect to the ipg to decrease the stimulation. Company rep met patient emergently and was able to connect to the ipg and turn the therapy off completely. Patient stated that their pain subsided the next day (B)(6) 2025). Patient will keep the device off until the an appointment could be made with their provider about their connectivity problem. It was also noted patient was experiencing disco import/soreness/pinching/ache/pressure, and also walking difficulty/immobility/loss of balance/unable to get out of bed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient admittedly turned the therapy up higher than recommended, which is likely the cause of her sensation. The patient was met with on (B)(6) 2025, and the therapy was turned off and the sensation stopped immediately. The patient was not aligning the communicator properly with her battery. She had loss some weight, so the battery had shifted. She is being seen by a provider to schedule a battery revision. And that it was mostly due to their weight lost, the patient will receive a pocket revision.